Manufacturer narrative:
The subject device was returned to local service department of olympus. The evaluation is in progress currently. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. (B)(6) 2021, positive for candida parpsilosis: 0-100 colonies. The device was isolated, reprocessed and microtested on (B)(6) 2021. (B)(6) 2021, positive for bacillus cereus and candida parpsilosis: 1-10 colonies. The device was isolated, reprocessed and microtested on (B)(6) 2021. As a result, no growth was detected and the scope put back into use. (B)(6) 2021, positive for candida parpsilosis: greater than 100 colonies. The device was isolated, reprocessed and microtested on (B)(6) 2021. It was a negative result. (B)(6) 2021, positive for candida parpsilosis: 1-10 colonies. The device was isolated, reprocessed and microtested on (B)(6) 2021. It was a negative result. Due to multiple positive results, the scope had been isolated await microtest for (B)(6). (B)(6) 2021, positive for candida parpsilosis: 10-100 colonies. The device had been reprocessed using peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device had been reprocessed with soluscope. The manufacturing record was reviewed and found no irregularities. Nonconformities of the subject device were confirmed according to the inspection result by local service department, however it could not be judged whether they affected the reported event or not. Relation between the reported event and the subject device could not be judged. The exact cause of the reported event could not be conclusively determined.